Event description:
I have a phillips dreamstation CPAP machine. This morning I took the hose, filter, and water chamber into the kitchen to clean them, and noticed that both filters were black. The filters are supposed to be white and have always been white since I've owned the machine. I know there's a recall with the machine, so I registered my machine with the manufacturer and it is indeed an affected/recalled unit. FDA safety report ID# (B)(4).